Event description:
It was reported that the patient presented in the clinic for follow-up. The left ventricular lead exhibited poor capture thresholds due to lead dislodgement. The lead was explanted and replaced. The patient was in good condition prior, during and post procedure.